Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, reposition of reservoir and trimmed additional tubing that was twisting. Nothing was explanted. No other adverse patient effects were reported.